Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer called to report a broken holster, which was documented and replaced. An outreach call was made to the customer later, during which the customer stated that she experienced a low blood glucose event while driving. She stated that the insulin pump did not alarm to indicate a low, and her eyes were unfocused, leading her to hit a car. She was hospitalized after the vehicular accident. The customer did not provide the blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.